Event description:
It was reported that a female patient underwent a breast augmentation with a 270cc mentor memorygel xtra breast implant and experienced a rupture on the right side post-operatively. As a result, the patient underwent implant explantation on an undisclosed date. If clarifying information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
On march 06, 2022, an evaluation on a returned photo of the device was completed. Photo summary analysis: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacture's reference number: (B)(4).

Manufacturer narrative:
On april 26, 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacture's reference number: (B)(4).

Manufacturer narrative:
On may 24, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the siltex mod+prof xtra 270cc breast implant was found to have a tear on the anterior view measuring approximately 4.6 cm. A microscopic examination was performed, and the cause of the tear could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacture's reference number: (B)(4).

Manufacturer narrative:
On march 24, 2022, mentor received additional information regarding the patient's information and explantation date. The patient identifier has been updated to (B)(6). The patient's date of birth has been updated to (B)(6) 1969. The device explantation date has been updated to (B)(6) 2022. Manufacture's reference number: (B)(4).